Manufacturer narrative:
The root cause of the stairlift stopping mid-rail cannot be determined at this time. The carriage displayed a f6 code upon arrival for the inspection. F6 indicates that the final limit switch has been engaged. Once the final limit switch is engaged the stairlift will not move with the arm toggles or the remotes. The customer's son was able to move the stairlift the morning after the incident, meaning the final limit switch engaged after the incident occurred. The pcb blew a resistor while trying to inspect the stairlift, resulting in the carriage failing to level or program. Without a leveled and programed carriage, the stairlift cannot be test on the rail. The pcb did not contribute to the incident because if the pcb failed the customer's son would not have been able to move the stairlift the following day. The client had an unauthorized/untrained 3rd party out to inspect/service the stairlift just before the incident. Most likely underlying cause was the 3rd party hand wound the unit to top charge as reported (by the third party technician that worked on the stairlift) and did not reprogram the lift as required once the hand winding tool is used to move the lift in this manner. Attachment: [(B)(6) 499559 incident report 8-1.pdf, srid 11069 sn (B)(4) quarantine (4).pdf, 499559 work report 8-5-2019.jpg, (B)(6) 499559 ir final 10-11-2019.pdf].

Event description:
Customer stated that he was using the toggles to move the stairlift upstairs. When he reached the first step the lift stopped. He couldn't get the lift to move up or down. He unbuckled his seatbelt and tried to dismount the chair forward. He lost his balance and fell sideways from the first step onto the foyer floor hitting his head on the tile floor. His son was in the other room and heard the commotion. The customer was taken to the hospital for an evaluation. The hospital determined he suffered a broken left thumb and minor bruises to his right leg and head.

Manufacturer narrative:
At this time, we are not certain what caused the stairlift to stop mid-travel. Once we have completed our investigation a supplemental report will be submitted.

Event description:
Customer stated that he was using the toggles to move the stairlift upstairs. When he reached the first step the lift stopped. He couldn't get the lift to move up or down. He unbuckled his seatbelt and tried to dismount the chair forward. He lost his balance and fell sideways from first step onto the foyer floor hitting his head on the tile floor. His son was in the other room and heard the commotion. The customer was taken to the hospital for an evaluation. The hospital determined he suffered a broken left thumb and minor bruises to his right leg and head.